Event description:
Treatment date: 2003. "Tee" noted a very high level of spontaneous echo contrast (sec) in the left atrial appendage, la and lv. A 10,000 units of heparin, was administered after crossing the fossa (through a pfo) with the x-sept sheath. After fluoroscopic measurements were made to assess the left atrial appendage, a 32 mm x-caliber delivery system was introduced. Soon after the implant was expanded, a thrombus was noted on 'tee'. The thrombus was located on the recapture shaft, between the tip of the x-sept sheath and the proximal hub of the implant. At this point, the activated coagulation time reading showed ">999s". Subsequent activated coagulation time measurements were not recorded. Attempts to aspirate the thrombus via the proximal flush port of the x-caliber delivery system were unsuccessful. At this point, the decision was made to carefully proceed with all of the standard implant assessment steps except for the proximal injection. The implant was well positioned, stable and had adequate residual compression; the decision was made to release the implant. Following implant release, the delivery catheter was carefully withdrawn through the transseptal sheath while aspirating through the side arm of the transseptal. After the delivery catheter was removed from the transseptal sheath, several pieces of fresh thrombus were aspirated through the side-port of the transseptal sheath. The pt was reported to be doing well following the procedure. A follow-up MRI in july was conducted; results of the MRI were reported to show no indication of recent neurologic events.